Event description:
It was reported that after a da vinci-assisted hiatal hernia repair surgical procedure, the patient was transferred to another hospital. As per the surgeon, the procedure was completed with no reported issues and the procedure went well. There was no report of a malfunction of a da vinci product or system during the procedure. The patient eventually expired. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: the patient underwent a da vinci-assisted hiatal hernia repair surgical procedure on (B)(6) 2022. The surgeon completed the procedure with no intra-operative complications, and it was "great." The estimated blood loss was about 20cc. There was no report of an isi product or system malfunction during the procedure. On postoperative day # 2, the patient exhibited abdominal pain and went into the ER, and he was admitted. Two days after, the patient's condition deteriorated, and he was transferred to another hospital. On (B)(6) 2022, the patient underwent a second exploratory surgery by another surgeon. During the second non-robotic surgery, the surgeon found the hernia repair intact; however, the stomach and the esophagus had necrosis. The surgeon resected the necrotic tissue. However, the necrosis continued, and the abdominal wall also underwent necrosis despite the resection of the stomach and esophagus. The patient remained in the hospital and eventually, expired on (B)(6) 2022. The patient had stopped his blood thinner before the procedure. Both the surgeons believe the cause of the necrosis that led to the patient's demise was some form of coagulating vasculopathy. The patient was on xarelto (blood thinner), lasix, beta blocker, and a statin. The robotic surgeon stated that the vasculopathy would have happened regardless of any surgical modality. The initial surgeon said that the patient had many medical issues but declined to specify the patient`s medical history.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative necrosis resulting with the patient's death can be attributed to some sort of coagulating vasculopathy according to the surgeons. The robotic surgeon indicated that the vasculopathy would have happened regardless of any surgical modality. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint with no service requests being created. No relevant errors were observed during this procedure. The logs for the vessel sealer extend (vse) were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: there were no errors for the vse instrument for this procedure. All instruments used in the case were used in subsequent procedures, with the exception of the following: vse instrument, which is a single-use instrument, tip-up fenestrated grasper instrument (in its last use), and fenestrated bipolar grasper instrument. A review of the site's complaint history review showed that no complaints were filed against these instruments. A review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information in the description of events, the patient, with a history of cardiovascular disease, underwent a da vinci-assisted hiatal hernia repair and passed away approximately one month after the primary surgery due to ischemic bowel. The primary procedure, da vinci-assisted hiatal hernia was completed without any issues. Prior to the procedure the patient¿s xarelto, a factor xa inhibitor designed to prevent and treat blood clots, was stopped. The patient initially tolerated the procedure well and was discharged from the hospital. The patient returned on pod#2 with abdominal pain. The patient¿s condition deteriorated. The patient was transferred to a higher level of care and underwent a second operation. The second operation revealed that the original hiatal hernia was intact, but both the stomach and intraabdominal esophagus had necrosed. The necrotic tissue was resected. Given the described areas of necrosis, it is likely that the patient experienced either a thrombotic event or an embolic event resulting from the temporary cessation of the patient¿s xarelto. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted hiatal hernia repair surgical procedure, the patient was transferred to another hospital and was found to have necrotic tissue. The patient underwent another surgical procedure to resect the necrotic tissue; however, the necrosis spread and the patient eventually died. As per the surgeon, the robotic procedure was completed with no reported issues and it went well. There was no report of a malfunction of an isi product or system during the procedure. According to the surgeons, the cause of the patient's post-operative complications leading to death can be attributed to a coagulating vasculopathy.